Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 140 units of insulin. The customer reported a blood glucose level of 314 mg/dl, which was addressed with a correction bolus. The customer was able to load a new cartridge successfully.